Event description:
An ipp device was implanted on 12/10/86. A revision surgery was performed on 9/26/90. The reservoir was revised on 11/11/94. The pump and reservoir were removed from the pt and replaced on 8/21/97 due to fluid loss-reservoir.